Manufacturer narrative:
Medwatch sent to FDA on 5/9/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of an "uncomfortable" feeling and anxiety are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "warnings: injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." "Precautions: the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." "Adverse events: the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." "Post-market surveillance: the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess. Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks."

Event description:
Healthcare professional reported that they injected a patient with one syringe of "juvéderm plus with lidocaine¿ in the lips. Patient was seen about one month later by the injector and reported that the left cheek was ¿uncomfortable.¿ patient was treated with hyaluronidase in the left cheek. Patient went to a neurologist on an unknown date and they referred the patient to an acupuncturist, but the patient did not get any relief from the acupuncture treatment. Patient went to another neurologist and was told the issues were due to anxiety and not the filler injection; patient was put on anxiety medicine by the neurologist. The injector stated that when they examined the patient, there was no ¿neurological deficit.¿ symptoms are ongoing. Patient was concomitantly taking prenatal vitamins and has a history of migraines. An MRI was performed by one of the neurologists, but the results are not known. Patient was previously injected with 2 syringes of ¿juvéderm plus with lidocaine¿ bilaterally in the malar region and in the lips approximately one month prior to this reported injection.